Manufacturer narrative:
Product complaint # (B)(4). Mwr-13082020-0000784401, is being retracted as it was submitted in error. There are no allegations of patient consequence or injury, or device malfunction, that are related to depuy devices or procedure.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had her hip replaced approximately 20 plus years ago and came to the ER at (B)(6) because she was not feeling well and had a fever of 103 according to surgeon. She did not remember where she had her hip replaced or who did the surgery. Xrays revealed that the stem was a 5/8 aml stem with a large taper hip ball and a competitor cup. Patient also had an infection. The surgeon did a thorough I&d and exchanged our hip ball. The aml stem was left in situ. No information is available for the aml lot number and no lab reports available. Affected side: right hip.